Manufacturer narrative:
This report is filed on (B)(6) 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently the patient was treated with oral antibiotics (date not reported). The implanted device remains.